Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), valve malposition and subsequent embolization requiring intervention is a known potential complication associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the valve malposition and subsequent embolization is likely related to patient factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A reported by our affiliates in (B)(6), the bioprothesis was degenerated and patient was not suitable for a 3rd open chest operation, the decision was to perform a mitral valve in valve 29 mm sapien 3 implantation (tmvi) via transseptal approach. Unfortunately, the 29mm sapien 3 valve was implanted too ventricular due to patient's anatomy, and therefore, the patient was converted to surgery. While the patient was prepared for surgery, the valve embolized into the ventricle. Therefore, during surgery it was extracted and a new surgical bioprothesis was implanted. The patient outcome was good. As per medical opinion, this event was not due to edwards device but to bad patient conditions.